Manufacturer narrative:
A patient experienced inadequate stimulation with their scs system was reported to abbott. Reprogramming was unable to resolve the issue. As a result, the entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of four leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 7638122, 7638122 and common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial:(B)(6). Batch: 761021.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of four leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7638122, 7638122 and common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7610212.